Event description:
Received notification of complaint via medwatch form filed by facility. Spoke with dir. Of nursing regarding event. States that the pt's treatment was initiated as usual. Ten minutes later, the health care professional caring for the pt, was about to check vital signs and noted that the access had been covered up. The health care professional exposed the access and found the venous line disconnected from the catheter. Estimated blood loss approx. 200cc. Pt stable throughout event. Stated to health care professional that she had been moving around to get comfortable and then had covered up to sleep. Health care professional reported that the machine did not alarm. Hematocrit drawn on the previous treatment 37.8%, repeat done post event was also 37.8%. Dir. Of nursing reports that the catheter has been in for approx. 2 years. Catheter appears normal and works well. Discussed with dir. Of nursing the function/operation of the new connector in order to rule this out as a possible cause of the disconnect. The blood line was discarded on the day of the event. A response letter had been sent to the customer. Medwatch filed for blood loss.